Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during endoscopic bronchoscopy with ultrasound (ebus), the subject device was opened from package. Made no adjustment to subject device and handed it to physician who placed it down bronchoscope. The physician stated the tip of the needle looked bent and lung mucosa began to bleed before doing any biopsy attempt. He tried to remove stylet from sheath and it would not budge. Scant bleeding stopped without intervention. Entire device was removed from scope. No bend or kink on device. Still unable to remove stylet from sheath. There were no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Additional information added to the following fields: d9 (date returned), h2, h3, h6. The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, the stylet could not be removed from the aspiration port due to bend in the green outer sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.